Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead system exhibited low out of range (oor) shocking impedance measurements. Boston scientific technical services (ts) reviewed the oor shock impedance spreadsheet and the reported value was 0 ohm and discussed possible cause of the observation. Further, ts advised to bring the patient for full device check or to perform patient initiated interrogation (pii) the next day for confirmation. Additional information received that the cause was not determined as there were no x-ray or any testing conducted and the measurement was considered to be an anomaly or not a valid measurement. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.